Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made and the oversensing issue was resolved. Patient was stable and discharged.